Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that some of the test strips appear to be cut thinner and that the true metrix meter did not power on when they were inserted. The product is not stored according to specification (bathroom). The customer feels well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 07-oct-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: product was not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Complaint was forwarded to production operation based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by production operation and root cause selected. No abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event.